Event description:
It was reported that the flex deflectable videoscope exhibited an e315 error when being connected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, then reported error was not confirmed during evaluation, and a definitive root cause of the reported issue could not be determined. An additional malfunction was noted where the adhesive on the bending section cover was missing; however, the root cause was not determined. Olympus will continue to monitor field performance for this device.